Event description:
It was reported that bd maxplus needless connector was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that they went to disconnect antibiotics from patient PICC line. Upon trying to unscrew, antibiotics tubing snapped into blue cap. Had to throw away tubing and change patient cap.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported the tubing snapped into the blue cap, and reported the issue on bd set mp1000-c, lot unknown. The customer returned one administration set, that was not bd, and was not investigated. There was no bd maxplus connector returned with the set, and no investigation was able to take place. The complaint could not be verified. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.